Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that cardioversion no longer works. The customer does have a defib tester to test the device and has requested a device evaluation. No adverse patient impact was reported.